Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with a heart rate of 40 beats per minute. It was noted that the implantable pulse generator (ipg) was pacing below the lower rate. It was also noted that the right ventricular (rv) lead exhibited elevated thresholds. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.